Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the non-tortuous and moderately calcified chronic nephritis. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation, at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with another of the same model to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis and the evaluation was completed on 11sep2024. A visual and tactile examination was performed. The investigator successfully inflated the device to rated burst pressure without issue or drop in pressure therefore the event cannot be confirmed. The inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section, markerbands, and shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the non-tortuous and moderately calcified chronic nephritis. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, on the second inflation, at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and replaced with another of the same model to complete the procedure. There were no patient complications reported.